Manufacturer narrative:
Occupation - lab manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, the flexor introducer sheath & flexor ansel guiding sheath were utilized with complications. According to the initial reporter, both devices were used at the same access site, which was noted to have heavy calcification. While attempting to remove the other manufacturer's device, the hub of one of the cook sheath's separated. During the same procedure, the other cook sheath uncoiled; however, the attending nurse was unable to identified at what point during the procedure this occurred. Additionally, the initial reporter could not confirm what sheath exhibited which failure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D11: 0.014 wire guide and hawk. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: it was reported, during an unspecified procedure, the flexor introducer sheath & flexor ansel guiding sheath were utilized with complications. According to the initial reporter, both devices were used at the same access site, which was noted to have heavy calcification. While attempting to remove the other manufacturer's device, the hub of one of the cook sheath's separated. During the same procedure, the other cook sheath uncoiled; however, the attending nurse was unable to identified at what point during the procedure this occurred. Additionally, the initial reporter could not confirm what sheath exhibited which failure. Investigation / evaluation a dimensional verification, visual inspection, and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, interview of personnel, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one device used with biological material present to cook for investigation. Physical examination of the returned device showed: the hub was separated from the sheath. The distal tip of the sheath showed damage as well. No other damage was noted. The cap measured an acceptable inner diameter and was within tolerance of the flare gage. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings: if flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Sheath 2. Remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. How supplied upon removal from package, inspect the product to ensure no damage has occurred." A CAPA was previously completed to address this failure mode for 4 to 8.0fr devices with prefixes kcfw, ksaw, and kcfn, and the CAPA included a root cause investigation. The CAPA team did not arrive at a definitive root cause. One primary contributing factor was identified: cook flexor devices are able to be advanced into restrictive anatomies, and the CAPA investigation showed clinical users may be using these devices to force through restrictive anatomy, causing separation upon removal. Based on the provided evidence and the completed investigation, cook has concluded device failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon initial inspection of the complaint device, the hub was confirmed to be separated. The hub reportedly separated upon removal of another manufacturer's atherectomy device. The dilator was not inserted in the sheath at the time of the hub separation; however, the atherectomy device and a 0.014 inch wire guide were in the lumen at the time of separation. The hub was not used to pull the device from the patient. It is unknown if resistance was encountered during the procedure. Nothing remained in the patient. No blood loss was reported. The event associated with the unraveled flexor ansel guiding sheath, that occurred during the same procedure, has been reported under patient identifier 307257 and MDR number 1820334-2020-01555.